Manufacturer narrative:
Carefusion file identifier:(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it alarmed extended high ppeak and circuit occlusion. The customer did not report patient involvement or patient harm, at this time it is unknown.